Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was that during a sleeve gastrectomy procedure, on the third through sixth firings of the device with gold cartridges, tissue milking occurred during the firings and malformed staples were discovered post firing on all four staple lines. The case was completed with the same device and the staple lines with malformed staples were over-sewn. The sleeve was leak checked and passed. There were no patient consequences reported.